Event description:
Pt had occlusion alerts 3 times on her crono pump but could not find any occlusion or problem with the line. Pt switched to her back up pump and had not had any alert since. Pt did not experience any ade as a result of pump malfunction. New pump to be sent to pt and old pump will be kept to be returned to the pharmacy. Serial number of pump: (B)(4).due for maintenance: (B)(6) 2019. No other info known. Dates of use: from 05/09/2018 to 07/08/2018. Diagnosis or reason for use: (B)(6).